Event description:
An operating room materials manager reported that when attempting to use the laser probe during a vitrectomy procedure, it had no aiming beam. The surgeon fired a few shots then noticed that they were not making a mark. The probe was withdrawn from the eye and at that time, it was noted that the probe had no aiming beam. The probe was exchanged and the surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).